Event description:
It was reported that condensation is visible in the reservoir compartment. The reservoir was removed and was wet. Customer stated the leak was located in the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.